Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. An integration engineer dialed into the es server restarted the net.tcp services, iis and ext messaging to resolve the issue. The system functioned as intended after the integration engineer troubleshooted the device. The serial number, UDI and manufacturer's details were kept blank since the given asset information was found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system patient was not coming up on the station. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.